Event description:
It was reported that the customer experienced a blood glucose (BG) level over 400 mg/dL; cause was unknown. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, potassium, and medications for nausea. Customer was released from the hospital on (b)(6) 2026 with the issue resolved. Reportedly, the customer "was unable to swallow for 2 week after hospitalization due to vomiting."

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown.